Manufacturer narrative:
Submit date: 07/25/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Ten samples were received for evaluation. The samples were functionally and visually evaluated. During evaluation, no issues where found related to the connector. The samples did not detach from any other connection. A possible root cause could be related to the new design of enfit transition connector. As per the design department, if the point of disconnection is between the white transition connector and the enteral feeding tube (the device that is placed in the patient), the size of the steps in the connector were changed on the part that mates with the feeding tubes. Covidien/medtronic is in the process of changing to a new, more robustly designed, connection system. Covidien has changed the feeding sets to the new design and are working toward the corresponding change to the feeding tubes. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states reports that the bags keep popping out of the port that goes into them when in use. The bags received prior did not look the same as they usually do. The transition connector is shorter and not the same diameter. When the patient coughs, the connector pops out of the port which causes a loss of feed and a big mess. No patient injury or ill effects.